Event description:
As reported through the partner I clinical study, at the end of the transfemoral transaortic valve implant (tavi) procedure, during sheath removal, there was total occlusion of the left internal iliac artery. An ilio-femoral angiogram was taken that revealed a dissection of the left external/common iliac artery. Vascular surgery was consulted and a covered stent was placed. The dissection was controlled without further complications. The patient received packed red blood cells (prbcs) during the procedure and remained hemodynamically stable.

Manufacturer narrative:
Additional investigation revealed that the access vessel diameter was 7.7mm with mild calcification and mild tortuosity. The left common iliac was 8.9-10.4mm and the common femoral was 7.4-7.77mm. Left femoral percutaneous access was obtained and dilators and 22 fr sheath inserted without incident. A device history record (DHR) review for the sheath was performed and all manufacturer's specifications were met prior to release for distribution. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and the use of anesthesia include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. In this case, the exact cause for the reported vascular complication could not be confirmed. There was no difficulty with insertion of the sheath into the patient's vasculature, and the vessel appeared to have been appropriate in size with mild calcification, mild tortuosity, and suitable for the procedure. No further action is possible at this time.